Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported of right atrial (ra) lead could possibly be not working appropriately. The patient will inform the physician. An attempt to obtain additional information was made but unsuccessful. The ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
A report for the allegation against this lead was already submitted in MDR #2124215-2016-04725.